Manufacturer narrative:
The controller ((B)(4)) and five batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, several power switching events occurred due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) / 1650de / expiration date: 12/31/2016 / manufacturing date: 12/12/2015 / (B)(4). (B)(4) / 1650de / expiration date: 04/30/2016 / manufacturing date: 04/16/2015 / (B)(4). (B)(4) / 1650de / expiration date: 01/31/2017 / manufacturing date: 01/04/2016 / (B)(4). (B)(4) / 1650de / expiration date: 12/31/2016 / manufacturing date: 12/14/2015 / (B)(4). (B)(4) / 1650de / expiration date: 01/31/2017 / manufacturing date: 01/05/2016 / (B)(4).

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4) catalog # : 1650de exp. Date: 12/31/2016 mfg. Date: 12/31/2015 (B)(4). Serial # : (B)(4) catalog # : 1650de exp. Date: 04/30/2016 mfg. Date: 04/30/2015 (B)(4). Serial # : (B)(4) catalog # : 1650de exp. Date: 01/31/2017 mfg. Date: 01/31/2016 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that there was power switching occurring when the capacity was less than 50 percent. The switching could not be reproduced when manipulating the connections. The controller was exchanged. There was no impact to the patient.

Manufacturer narrative:
Other devices involved in this event: model #: battery / bat212242. FDA conclusion codes: 4307 - 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaint: correct battery serial number: (B)(4). Note: batteries were returned to (B)(4) on 11-16-2016, but has not yet been received at heartware (B)(4). New information indicates that there was temporary short-term power supply disruptions with the risk of a pump stop. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A preliminary analysis of log files was performed and identified (B)(4) as being associated with power switching events. A full evaluation is in-progress. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.